Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source produced a low-brightness image. The issue was identified during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the same device. There were no reports of patient harm.